Event description:
A us distributor reported that an electrode belt did not pass essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt did not pass a therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire in the distribution node (dn). The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.